Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead 2011-(B)(6), 4196 implantable pacing lead 2011-(B)(6). (B)(4).

Event description:
It was reported that there was an alert for low superior vena cava (svc) impedance. It was also noted that svc and right ventricular (rv) defibrillation impedances had been fluctuating since implant. Defibrillation threshold testing was performed successfully without the svc coil, therefore it was decided to turn the svc coil off. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.